Event description:
It was reported that prior to an unknown procedure when the package was opened, the blade was broken. Another device was used to complete the case. There were no adverse consequences to the pt.

Manufacturer narrative:
Information anticipated, but unavailable at this time.